Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure when the sapien valve was exiting the retroflex 3 sheath a collar of distal aortic calcification sheared off. Per report, the 23mm sapien valve was introduced into the sheath and upon exiting the sheath a ¿collar of aortic calcification¿ became mobile and attached to the sapien valve. The valve was retrieved into the sheath and the system was removed from the patient. The collar of calcification was drawn down to the distal aorta using a 20mm occlusion balloon, and then stented with a 14x60mm protege gps stent, which was dilated with a 12 x 20mm balloon. The stenting result was excellent with widely patent renal and mesenteric vessels. A new 22fr edwards sheath was then placed through the stent and a 23mm sapien valve was successfully deployed. The right iliac artery access site was successfully closed by primary suturing. A peripheral cath post-procedure showed successful hemostasis and widely patent ilio-femoral vessels with good distal run-off. The patient was transferred to ccu with stable hemodynamics for post-op management.

Manufacturer narrative:
Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the blood vessel, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque in the aorta/main arteries prior to the procedure. It is possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in a mobile plaque. Per the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. Included in the IFU, under contraindications, are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. In this case, patient factors (i.e. Aortic calcification and/or tortuosity not appreciable on imaging) and procedural considerations appear to have caused or contributed to this event. Despite the disruption of the calcium, the sapien valve was successfully deployed. There was no report of distal ischemia, infarct, or allegation of an edwards device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.